Event description:
Initially, on (B)(6) 2010 a homechoice patient (hp) called baxter for assistance in ending peritoneal dialysis because she was feeling ill. On (B)(6) 2010 product surveillance received a returned call from the home patient's peritoneal dialysis nurse (rn) regarding the report that the hp had to end therapy to go to the hospital due to feeling ill. The nurse indicated the hp was diagnosed with peritonitis and dehydration. It is unknown what interventions were required. This is a related complaint for the event of peritonitis.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed.